Event description:
Related manufacturer reference number: 3006705815-2023-06158. It was reported that both of the leads migrated. Patient did not follow post-implant physical restrictions and went back to normal activity too soon. Surgical intervention was undertaken wherein both leads were explanted and replaced. Effective therapy was restored.

Manufacturer narrative:
Section b3: date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.